Manufacturer narrative:
Concomitant products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 08-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml at 4.247 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient was having an end of life pump replacement and upon trying to aspirate the catheter, return flow was not enough so the sutureless connector portion of the catheter was replaced and catheter aspiration was successful. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.